Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the last "turn up" was too much for the patient. The event was attributed to an increase the patient had in their dose about a week before the event. The patient had overdose symptoms. The patient was having to use their CPAP machine and had trouble staying awake/somnolence. The patient also had decreased respirations. There was no product issues alleged. The pump was reprogrammed to minimum rate. The patient's status at the time of report was "alive-no injury." On (B)(6) 2014 the manufacture representative returned to the hospital to turn the pump back up to 300mcg/day. The patient was alert, eating and was being discharged. The pump system was delivering baclofen.